Event description:
It was reported that the colonovideoscope had no image on the monitor screen and an e316 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure (e316) was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope error e315. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the e316 issue could not be established. However, the likely cause of no image and scope error e315 was due to damage on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.